Event description:
Procedure: lung resection. According to the reporter: the stapler was used for lung resection. When the surgeon fired the stapler the staples didn't form properly but the lung was resected. The surgeon used a different stapler to fix the staple line. There was bleeding from the mis-stapled area. The surgeon didn't say how much time was added to the procedure, but probably more than a half hour. The surgeon had to control the bleeding, and re-staple the same area. There was some additional tissue loss due to faulty stapling. No additional pt/procedure details were given.

Manufacturer narrative:
Date initial report sent: 1/24/2008.